Manufacturer narrative:
The device is not available for evaluation, therefore, the reported condition cannot be confirmed or duplicated and assignable cause could not be determined. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The device was received and evaluated. Evaluation summary: the reported condition of a flo-gard infusion pump that indicates "air all the time" was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition.

Event description:
The facility representative reported to baxter (B)(4) technical services one flo-gard infusion pump in which it indicates air all the time. The reported condition occurred upon power up. There was no patient involvement, injury, or medical intervention. No additional information is available. The software version for the device is currently not known.